Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: poor vision upon inspection of telescope due to broken internal rod lens. This telescope is a component in a demo set used during a clinical trial on a patient. No negative impact in state of health reported.